Event description:
It was reported that suture placement was attempted with the prostar xl in the left common femoral artery using the pre-closure technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was an 8 fr and the vessel was described as not calcified and not tortuous. Reportedly, during needle deployment two needles with green suture tips were not deployed. The physician performed needle-back down and used a second prostar xl. During needle deployment, all needles emerged at the top of the barrel and when an anterior needle was completely removed from the hub it did not have the green suture attached to the needle. The physician performed needle-back down and used a third prostar xl. The third prostar xl was deployed without complication and the sutures were set aside for the tavi procedure. The sheath size remained an 8 fr to perform the index procedure. After completion of the index procedure hemostasis was achieved with the deployed prostar xl sutures. There was no adverse patient sequela. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number corrected from 20227k1 to 20410k1. Evaluation summary: the device was returned for evaluation. The reported failure to deploy the needles was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, during visual inspection, collapsing of the suture tube at the hub area, and clamp marks on the suture and marker tubes were observed. The cause for the reported event was determined to be due to use error. The prostar xl instructions for use state: do not clamp the suture lumen with a hemostat or other instrument; doing so will prevent suture deployment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The prostar xl 10 fr system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5 fr to 24 fr sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second prostar xl referenced is being filed under a separate medwatch report number.